Event description:
Baxter received a report that compella rent us scale pd ppm had the intellidrive running on its own. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The service technician found that bushings misaligned. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. Make sure that the controls are in good condition and that the membranes are not worn or torn. Do the function checks. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in nov 17, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The service technician realigned bushings to resolve the issue.